Event description:
It was reported by a manufacturer sales representative that on (B)(6) 2011, the fiber was damaged at the tip at 37,542 joules. Per the customer, there was a spark and the fiber loss all beam. No patient injury was reported.

Manufacturer narrative:
(B)(4).